Manufacturer narrative:
Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
The pt reported the surgeon implanted a 13.2 mm micl13.2 implantable collamer lens in his left eye (os) on (B) (6) 2007. The pt reported having lost vision due to the development of a cataract. The icl remains implanted. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.

Event description:
Additional information received - the facility reported that the cataract was diagnosed on (B)(6) 2007. The cataract has progressed but the icl remains implanted.

Manufacturer narrative:
Evaluation results: per medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. The possible causes of this condition is determined to be secondary to anterior capsular touch during the surgery, icl touch following inadequate vaulting or excessive manipulation during the learning curve. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. Conclusions - (no device failure): at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault.